Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA - (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Technical support advised the customer to delete the samples up to 200 in barcode and non-barcode error. The most probable cause for the bhcg was attached to other samples was unknown.

Event description:
On (B)(6) 2017, a customer reported the bhcg was attached to other samples on the aia-900 instrument. The customer noted the issue when they ran a dilution on the sample then sent it out.